Manufacturer narrative:
E1: initial reporter facility name: (B)(6) university. H4: the lot was manufactured february 8-9, 2024. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor completed the infusion 6 hours in advance. This occurred during chemotherapy infusion. The device was filled with 160ml fluorouracil and 80ml normal saline. There was no report of patient injury or medical intervention associated with this event. No additional information is available.